Event description:
It was reported that this right ventricular lead was explanted due to low out of range impedance measurements. Insulation break was suspected. It was decided to replace the lead, during the procedure it got cut and damaged. Another lead was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.